Manufacturer narrative:
The lot number for the device has been provided and a review of the device history records is currently being performed. The filter is not available for return. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval, imaging demonstrated that an ivc filter had migrated caudally one vertebral body from the initial placement site. In addition, it was observed that "three filter legs were penetrating significantly out of the ivc, very close to the aorta". The filter was retrieved without incident. The patient is asymptomatic.